Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 280 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and air gaps were observed in the tubing. Customer reported to have not been removing air from the cartridge during the loading process. Reportedly, customer changed pump supplies and resumed insulin delivery.